Event description:
Customer states column lift intermittantly does not rise. No pts were injured / involved.

Manufacturer narrative:
The service rep ordered part. Arrived on site. Replaced ps3. Tested system operation. System operates as intended. Case complete. No further actions necessary.